Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification/expiration date - unknown, date implanted - unknown date in 2005, PMA/510(k) number, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total knee arthroplasty in 2005. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the tibial component. The tibial tray, stem and bearing were removed and replaced.